Manufacturer narrative:
(B)(4). The lot was manufactured from december 10, 2015 to december 11, 2015. The device was returned and an evaluation is complete. Visual inspection was performed and found the defect. Pressure test and clear passage under water was performed and confirmed the hole in the tubing. The reported condition was verified and the cause was attributed to a machine or equipment at the manufacturing facility. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were holes in the tubing of a clearlink continu-flo solution set. This was noted during priming. There was no patient involvement. No additional information is available.